Event description:
It was reported the hcp noted an error code of call the manufacturer for service on the programmer. It shut off the pump when adjusting the dose. No symptoms or outcome were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.